Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was undergoing an initial right total elbow arthroplasty with ulnar nerve transposition. Subsequently, a small, minimally displaced fracture of the patient's medial condyle occurred during the procedure as the humerus was driven in fully. The fracture was pinned and there was no further intra-operative complications reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04) - stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional and a timeline was created. Review of the available records identified the following: patient underwent rt. Elbow arthroplasty on (B)(6) 2011 by (B)(6). Full rom achieved with trial components. A small, minimally displaced fracture of the medial condyle occurred as the humerus was driven in fully, this was pinned with a 2.0 wire. Full rom was also achieved with final components. Plan: patient to remain hospitalized overnight for pain control, follow-up visit with imaging in 10 days. No further intra-op complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.